Event description:
It was reported that the cs300 intra-aortic balloon pump presented an electrical test failure #42 error code. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump presented an electrical test failure #42 error code. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump presented an electrical test failure #42 error code at power up. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the reported issue but was unable to reproduce it. As a precaution, the stm replaced the iab datatette and the iab datasette assembly. Subsequently, the stm performed scheduled preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump presented an electrical test failure #42 error code. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.